Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 347 mg/dl. It was stated that the customer was vomiting, and she was experiencing high glucose for the past twenty four hours. The customer's most recent glucose reading was 200 mg/dl and she has been treated with an insulin drip while staying at the hospital. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.